Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tubal ligation, due to stress urinary incontinence. The patient experienced pain, infections , mesh erosion, urethral mesh erosion, incontinence, painful intercourse, recurrent uti¿s, mixed urinary incontinence and pelvic pain. It was reported that the patient underwent laser removal of urethral mesh on 09/07/2011 due to urethral mesh erosion. The patient had excision of urethral mesh and bladder repair on (B)(6) 2012. (B)(4).